Event description:
It was reported, patient is experiencing pain in his thigh, groin area and on the outside of his leg. Also, he can't walk more than 200 hundred feet. Patient can not lie on the left side since surgery and can't walk without a cane. Patient is scheduled to have an MRI on (B)(6) 2012. Patient states that the reason he had to have a hip implant was because he was in a car accident.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report. An evaluation of the device cannot be performed as the device remained implanted and was not returned to the manufacturer. Additional information pertaining to the device referenced is this report (including x-rays and medical records) was requested. Should additional information become available, it will be submitted in a supplemental report.